Manufacturer narrative:
Continuation of concomitant products: 407652 lead implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead was programmed off. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.